Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for normal clinic interrogation, loss of ventricular sensing was observed. Programming changes were made, and then small r-waves were observed. Loss of capture was observed with bipolar and unipolar settings. The stable patient was sent to the emergency room for an x-ray. The x-ray revealed lead dislodgement. The lead was explanted and replaced.